Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that no delivery/occlusion alarm during priming occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Retainer ring = clear. Case type = ngp. The customer returned the insulin pump for alleged insulin flow block alarm on (B)(6) 2021. The insulin pump passed sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The insulin pump passed tone check on self test. The insulin pump failed vibrate check on self test due to corroded vibrator motor assembly. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, stained serial number label, pillowing keypad overlay, cracked keypad overlay at the select button, cracked retainer and corroded battery tube. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Pleases see below for the no delivery alarms listed in the insulin pump history file on the event date (B)(6), 2021. (B)(6), 2021. 08:42:59.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6), 2021. 08:44:05.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6), 2021. 08:45:16.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6), 2021. 08:55:07.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6), 2021. 09:10:42.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6), 2021 10:21:13.000 alarmalertnotification faultnumber = no delivery (7) - during basal (B)(6), 2021 10:24:04.000 alarmalertnotification faultnumber = no delivery (7) - during (B)(6), 2021. 10:33:34.000 alarmalertnotification faultnumber = no delivery (7) - during prime (B)(6), 2021 10:45:46.000 alarmalertnotification faultnumber = no delivery (7) - during prime. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow block alarm/no delivery alarm was not confirmed. Vibrate anomaly confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.